Event description:
Surgeon performed revision of an olecranon osteotomy. Patient originally had a distal humerus fracture which was treated with olecranon osteotomy and a 7.3 cannulated screw to re-attach to the ulna. Patient experienced a fall and fixation came apart. The proximal portion of the bone separated from the 7.3 cannulated screw. On (B)(6) 2012 the patient was revised by removal of the screw and fixation with a proximal olecranon plate and seven screws.

Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.